Event description:
During service the baxter repair techncian reported fail code 810:11. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.